Event description:
The customer called into the technical hotline on (B)(6) 2015 adn reported on an incomplete sample loading which occurred during a clinimacs cd34 selection (only 1/3 of the product had been loaded on the separation column). The following immediate actions were taking by miltenyi biotec (B)(4): explained situation: this incident was most likely timed out during loading. This scenario fits to the observation of slow loading - maybe partially blocked pall filter or spike port was the reason for this finding. The customer stated that the product contained small aggregates. It was recommended to let the process finish (only 15 min to go) and then use a new clinimacs tubing set ts for the remaining sample. The remaining sample had to be filtered before via an inline-filter and was diluted to 150-200 ml in order to reduce the cell concentration. Based on the information from the customer, risk to the patient can be ruled out. This event occured at: (B)(6).